Event description:
Approximately 18 months after implantable neurostimulator implant, high impedances developed on 8 of 10 electrodes. There was no trauma related to the event. The patient, who needed coverage in his lower left back and down the back of his left leg, could only get stimulation coverage in his left kneecap. The implantable neurostimulator was reprogrammed around the working electrodes. The patient had complete return of pain. The lead and extensions were replaced. Additional information has been requested. A follow-up report will be submitted. If additional information becomes available.